Event description:
During the procedure, while opening and closing the irrigation valve it broke. The introducer was replaced to continue with the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of detached sideport tubing was confirmed. The extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing.